Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was patient conditions.

Manufacturer narrative:
Concomitant device(s): 320-01-38, 5194638 - eq 38mm glenosphere; 320-10-00, 5203311 - eq adapter plate tray +0; 320-15-05, 5206990 - eq rev locking screw; 320-20-00, 5200989 - eq reverse torque defining screw kit; 320-20-18, 5159008 - eq rev compress screw lck cap kit, 4.5 x 18mm; 320-20-26, 4873182 - eq rev compress screw lck cap kit, 4.5 x 26mm; 320-20-34, 5173454 - eq rev compress screw lck cap kit, 4.5 x 34mm; 320-20-34, 5148351 - eq rev compress screw lck cap kit, 4.5 x 34mm.

Event description:
As reported, approximately 3 yrs postop the initial ltsa, this (B)(6) y/o female patient was revised due the humerus had eroded away over time to the point of needing an hrp. Devices will not return due to facility policy. Patient was last known to be in stable condition following the event.